Event description:
Healthcare professional reported approximately 4 months after injection with 3 syringes of juvederm voluma with lidocaine in the tear troughs, cheeks, and lips, patient developed pain, induration, and swelling at the injection site. Patient was treated with hyaluronidase and symptoms resolved approximately 1.2 weeks afterward.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. Healthcare professional indicated they did not record the lot number. The events of induration, swelling, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.